Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in posterior side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed stress marks on the device.

Event description:
Healthcare provider called to report left side rupture. The device has been explanted and replaced.

Event description:
Healthcare provider called to report left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.